Event description:
A customer reported to corporate product surveillance of a clearlink continu-flo soln set in which a secondary infusion backed up into the primary bag. This event occurred during infusion of a patient being treated in the intensive care unit for unknown reason(s). (B)(4); the primary bag make was also unknown; however in the primary bag, there was "d5" fluid and (B)(4). A pump was not reported to be used in these scenarios. There was no injury or adverse event reported. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.